Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported a blister was identified on the patient's right foot during site change at midnight.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing including skin surface temperature test. The sensor was determined to be functioning as designed., corrected data: catalog # corrected from "4001" to "4003" initial reporter also sent report to FDA corrected from "no" to "yes". Labeled for single use corrected from "no" to "yes".